Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the motor speed was unstable and the outer insulation was split on the cable. However, the repair was not completed because it is awaiting customer decision for repair. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed use error as device was soaked in washing detergents. Device is used for treatment. The event is confirmed.

Event description:
It was reported that before surgery after loading a blade the device would not switch on. The unit went silent / would not turn on. Event occurred before surgery after loading a blade. At product evaluation investigation the motor speed was unstable. No adverse events were reported as a result of this malfunction. No additional event information available.